Event description:
It was reported that the patient felt symptomatic during pauses in pacing. The patient appeared to be in flutter a considerable amount of time. The physician believed the pause may be rated to the programming and not due to a functional issue. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.